Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported screw issue could not be conclusively determined. (B)(4).

Event description:
During an ICD replacement procedure, it was difficult to unscrew the lead from the header. The lead was cut, capped and replaced and the patient was stable.